Event description:
It was reported that this pacemaker exhibited atrial oversensing of non-cardiac signals which resulted in pacing inhibition. It was noted that this patient is pacing dependent. The atrial lead is not manufactured by boston scientific. No adverse patient effects were reported. Currently, this pacemaker remains in service.